Manufacturer narrative:
Waiting on device to be returned.

Event description:
Per complaint from (B)(6)... The handle detached from the needle during aspiration needle removal procedure. They used forceps to remove the needle from the patient. Hard bones.